Manufacturer narrative:
Updated fields : b4, g1 (contact person ¿ mfg site), g3, g6, h2,h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions ), h11 corrected fields: e2. The getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed error analysis. Tests performed in service found a compressor malfunction. Second intervention required to replace the compressor. Device not usable. During second intervention, compressor replacement has been carried out. Calibrations and checks performed as per manufacturer's procedures. Electrical safety and correct operation checks. The fse states that the reason for replacing spare parts is that broken compressor. Operation tests performed with positive outcome.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Correction: d9, h11. The getinge field service engineer (fse) was dispatched to evaluate the unit. The fse performed error analysis. Tests performed in service found a compressor malfunction. Second intervention required to replace the compressor. Device not usable. During second intervention, compressor replacement has been carried out. Calibrations and checks performed as per manufacturer's procedures. Electrical safety and correct operation checks. The fse states that the reason for replacing spare parts is that broken compressor. Operation tests performed with positive outcome.the following was performed by (B)(6), sr service technician of the maquet failure analysis and testing dept. Wayne, nj (B)(4) 18-mar-2025. The failure analysis and testing department received the following part p/n: 0119-00-0236 s/n: (B)(6) tech scroll compressor. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed p/n: 0119-00-0236 s/n: (B)(6) in cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number (B)(4) revision r. The failure analysis and testing department found that the compressor is rattling and making a grinding sound. The compressor is defective. Retaining the scroll compressor in the fat dept. Per procedure (B)(4) rev at.

Event description:
It was reported that before use cardiosave intra aortic balloon pump(iabp), had autofill failure. There was no patient involved.

Manufacturer narrative:
Due character limit e1. Initial reporter name- (B)(6). Event site name-(B)(6). Supplemental report will be submitted upon completion of our investigation.